Event description:
A (B)(6) yo female underwent infrarenal abdominal aortic stent graft on (B)(6) 2020. During the procedure, the endologix stent graft malfunctioned. The pull through wire of the endologix was wrapped around the graft and was impossible to straighten out the wire to see the graft in the bifurcation of the of the iliacs. The stent was crossed inside the abdominal aorta and the pull through wire was wrapped around it. A decision was made to abort the stent graft placement. Since the stent graft that was partially deployed in the aorta could not pulled the procedure was converted to a open operation. Post procedure, the patient was sent to the sicu. She had cardiac arrest x 4. Ebl = 1.5 l which required 7 u prbc, 4 u ffp, 1 u plts. The patient continued to deteriorate and was subsequently was pronounced. It is not known whether this was user issue or device issue. FDA safety report ID# (B)(4).